Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch to unipolar mode. There is also noise on the rv channel and there was no oversensed. The patient was brought to an in-office check and high pacing threshold measurements were noted in bipolar mode. Reprogramming efforts were performed. Additional information received indicates the right atrial (ra) lead noise and impedance issues. The patient experienced syncope and near syncope events due to oversensing noise and thus under-pacing. It suggested lead fracture on both leads. Subsequently, a revision procedure was performed and both the rv lead and the ra lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead, exhibited high out-of-range pacing impedance measurements and the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch to unipolar mode. There is also noise on the rv channel and there was no oversensed. The impedance is believed to be due to calcification. The patient was brought to an in-office check and high pacing threshold measurements were noted in bipolar mode. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.